Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, the battery compartment was cracked. The reporter stated that the battery cap was undamaged and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/11/2014 with the following findings: visual inspection of the pump found no cosmetic damages. Using the returned battery cap, the pump powered up and functioned properly. A crack was observed along the battery compartment threads. No other defects were found.